Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to corrosion on the electronic assembly. The insulin pump has minor scratched display window, cracked case at the display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he had a blank display and an audio/beep anomaly. Customer stated that the insulin pump was making a noise like it was rewinding. Customer's blood glucose was 134 mg/dl. Customer replaced the battery and then it started beeping 6 times constantly. Customer stated that the pump won't turn on at all now. Customer declined troubleshooting because he's driving to work.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.